Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 85% stenosed lesion in the left anterior descending (lad) artery with heavy calcification and moderate tortuosity. The 5.00x8mm nc trek balloon dilatation catheter (bdc) was used for post dilatation; however, a kink was observed. Therefore the bdc was removed from the patient and difficulty was noted with the guide catheter. The bdc and the guide catheter had to be removed as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.